Event description:
Reportedly, stent placed from the external iliac to the common femoral. The stent ended up elongating and ended up in the ateriorotomy. A couple mm's of the stent were inside the puncture site. Pt sent to surgery. No further info available.

Manufacturer narrative:
Device not returned.